Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to fix the l4 ¿ l5 using expedium was initially took place on a patient with cortical bone trajectory on (B)(6) 2013. As the reported si set screw was found backed out, and cortical fix screw was found broken, the revision took place on (B)(6) 2016. The location of the backed out screw was l4 right, and broken screw was l5 left. All the screws were removed, and replaced with another screws by pedicle screw fixation. However, as the fragment tips of the screw was located deep inside, it was unable to be removed and remained in the patient's body. There was no surgical delay. The patient is currently being followed-up.

Manufacturer narrative:
Additional narrative: (B)(4). The 5.5 ti 5x35mm cortical fix screw (product code: 1867-31-535, lot number: tbeiy) was returned to the complaints handling unit (chu) for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the cortical fix screw breaking cannot be determined from the samples and information provided. The results of fracture analysis have determined that a potential root cause may be fatigue failure. This may have occurred due to forces placed on the screw over an extended period of time resulting in the fracture first propagated and then full failure/breakage taking place when the strength of the remaining region did not have the strength to bear the load. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.